Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. UDI: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Initial hospital contact telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 03.mar.2017, expiry date: 01.feb.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. All the raw material used to manufacture this article, was according to its specifications. As well as, our material specification ¿implant quality ti-6al-7nb titanium alloy seam free heading wire¿ applicable to the raw material, which is used for tialnb-blanks is according to the standards astm f1295 and iso 5832-11. Regarding to the decontamination/sterilization process, this was performed through the supplier. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a procedure to repair a proximal tibia fracture on (B)(6) 2017. On unknown date it was determined patient had developed an infection at the implant site. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed and wound was cleansed. No device breakage or other event was reported. Surgery was completed successfully. Patient outcome reported as okay. Patient is under non-weight bearing for a period of time, and then will begin rehabilitation. This report is for one (1) 5.0mm locking head screw. This is report 5 of 9 for (B)(4).